Manufacturer narrative:
The system was examined. And the reported event was confirmed and replicated. The company representative, the aiming beam in port one (1) to be misaligned, causing a dim light. An adjustment to this component is not possible. Therefore, the slit lamp fiber was subsequently, replace to resolve the issue. It cannot be determined, conclusively, how this component became nonconforming. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fiber. It cannot be determined, how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented low energy. The procedure details and patient impact have not been not provided . Additional information has been requested.